Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 2.50x32mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the distal end. The struts on the most distal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).